Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in fdi 12 of the patient's mouth. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.